Event description:
T0e facility's tech reported an infusion pump with failure code 812:02. Info regarding whether or not the device was in use on a pt when this failure occurred was not available, and no additional contact info was provided. The hospital representative stated that there have been no reports of any pt incident involving this pump since the laxer baxter service event.